Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. Two videos were received from the field: one video of the device being deployed into a cobra shape and one showing the deformed device after being fully deployed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 9mm amplatzer septal occluder was chosen for implant using a 7f amplatzer trevisio delivery system. During the procedure, while releasing the implant in the heart, the left atrial disc did not conform to its desired shape and instead took the shape of a cobra. The implant was removed from the heart and checked again, but the left atrial disc still did not conform to its desired shape. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was completed using an 8 mm amplatzer septal occluder. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.